Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was under-fill or low draw of a tube with blood. This event was reported to affect 6000 tubes from a batch although it is unclear how many tubes were actually used. The following information was provided by the initial reporter and translated to english. The customer stated: the "3 ml light purple tubes don't fill properly. It fills approximately 1.5 ml of sample. All tubes of same batch have been affected, 6000 tubes were purchased. The technicians report in order to do a pcr 4 tubes are required but up to 6 tubes have been needed. Approximately 70 samples are taken daily."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. One tube was weighed, and water added to be exactly 2.43 ml to show where the bottom of the specification limits is. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was under-fill or low draw of a tube with blood. This event was reported to affect 6000 tubes from a batch although it is unclear how many tubes were actually used. The following information was provided by the initial reporter and translated to english. The customer stated: the "3 ml light purple tubes don't fill properly. It fills approximately 1.5 ml of sample. All tubes of same batch have been affected, 6000 tubes were purchased. The technicians report in order to do a pcr 4 tubes are required but up to 6 tubes have been needed. Approximately 70 samples are taken daily."